Event description:
It was reported that the user experienced recurrent morning hypoglycemia documented at 39 mg/dl with rapidly falling blood glucose and requested guidance on when to announce and what threshold is considered too low, while treating episodes with oral glucose such as a spoonful of honey. Investigation of this case revealed that the cause of hypoglycemia was not determined. Symptoms included anxiety associated with low blood glucose reported. Outcomes included the need for troubleshooting support and user education. It was concluded that the event involved hypoglycemia of unclear cause and the user was provided education on treatment and announcing practices. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.